Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2022, a (B)(6) year-old male child patient's infusion set's tubing detached/broken at site connector. At the time of the incident, his blood glucose level was 214 mg/dl. The infusion set had been used for 5 minutes. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.